Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose event and the insulin pump had a keypad anomaly. The customer¿s blood glucose was around 300 mg/dl to 456 mg/dl and treated with manual injection and insulin pump. Customer's blood glucose reading was 243 mg/dl at the time of call. Customer declined high blood glucose troubleshooting. Customer also reported that the buttons were currently responding after battery change. Customer also had a sensor and battery issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.